Event description:
It was reported that during treatment to remove acne scar on nasal tip, pt received a burn which resulted in scarring. The physician used an insulated needle electrode and claimed the insulation material had come off.

Manufacturer narrative:
Ellman international was notified of this incident on 03-05-2008. We were not provided the electrode for evaluation. We did receive photos of patient post-procedure. The distributor advised that the physician had placed several orders for the d6c insulated needle electrode in 2006 during months of february, april, june, and december. The insulated needle electrode was used off label. Insulated needles are indicated for epilation and the treatment of telangiectasia.